Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the promus element mr ous 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal and central region of the stent. Struts 1-17 from the distal end of the stent were undamaged; the remainder of the struts were damaged with struts stretched in a proximal direction extending over the proximal markerband. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified right coronary artery (rca). After pre-dilatation, a 2.75x32mm promus element ¿ balloon catheter was advanced but to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.